Manufacturer narrative:
On july 27, 2006 medwatch (#2953161-2006-00196) for the trunk-ipsilateral leg component was submitted to the FDA for the unintentional secondary covering of the renal arteries.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. After the physician cannulated the contralateral gate of the trunk-ipsilateral leg component, the edge of an 18 fr gore introducer sheath caught the edge of the contralateral gate as the sheath was advanced. After some manipulation, the contralateral leg component was successfully implanted. An intraoperative angiogram revealed that the trunk-ipsilateral leg component had moved proximally and covered both renal arteries. A glidewire hydrophilic coated guidewire was used to pull the proximal end of the trunk-ipsilateral leg component below the renal arteries. A final intraoperative angiogram revealed patent renal arteries and good distal seal.